Event description:
It was reported the bronchovideoscope's image appeared noisy during setup/inspection prior to clinical use. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunction wasconfirmed. Based on the results of the investigation, the issue was attributed to an electrical component problem, however, a definitive root cause could not be established. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.